Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and a flat crease. A leak test was performed which found an opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on the anterior side due to surgical damage.

Event description:
Device has been explanted.